Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the 3maxc broke while in use within the patient. The physician was able to aspirate the distal end of the 3maxc using the penumbra system ace 60 reperfusion catheter (ace60). There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the 3maxc broke as the physician was retracting it against resistance to make a pass with the penumbra system ace 60 reperfusion catheter (ace60). The physician was able to aspirate the distal end of the 3maxc using the ace60, and the procedure was completed using the ace60. There was no report of an adverse effect to the patient.